Manufacturer narrative:
As reported, the hydrophilic coating of the rain sheath 6f 10cm sw radial completely came off. There were no reported patient injuries. The device was prepped per the instructions for use. The procedure was completed by using a non-cordis sheath. The coating came off as the user was about to insert the device into the patient. There was no patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17847799 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿coating separated during prep¿ could not be confirmed as the device was not returned for analysis and images were not provided. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural and handling factors of the hydrophilic coating are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to use, confirm that the sheath size is appropriate for the access vessel to be used. If resistance is felt upon insertion or withdrawal, investigate the cause before continuing. Do not pinch the plastic cannula and/or the side tube with forceps. It may cause scratches on it. Attention should be paid not to damage the plastic cannula with forceps or sharp edged tools. Do not scratch the sheath with needle point, cutting tool, or other edged tools.¿ neither the phr review, nor the information available for review suggest that the reported event is related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17847799 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrophilic coating of the rain sheath 6f 10cm sw radial completely came off. There were no reported patient injuries. The device was discarded by the hospital. The device was prepped per the instructions for use. The procedure was completed by using a non-cordis sheath. The coating came off as the user was about to insert the device into the patient. There was no patient injury.